Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 ,the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving him inaccurate erratic readings. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that on (B)(6) 2012 at 5:00pm, the patient reported blood glucose results of 218mg/dl with a lifescan meter. The patient stated that he manages his diabetes with the insulin pump and by 5:09pm, took a correction bolus of 3.5units in response to the reported issue. Thirty minutes after the alleged issue occurred, the patient claimed to have developed symptoms of sweats and confusion. It was not specified if the patient received any treatment in response to the symptoms. The cca was informed by the patient that an hour after the product issue began, he retested with the subject meter and obtained a reading of 100mg/dl. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. Although it is not known whether the patient received any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.